Manufacturer narrative:
This is a general complaint, where no device was returned to the service hub for analysis and evaluation. Therefore, no visual inspection and functional testing were performed to determine if the device played a role in the adverse event. A 12-month review was conducted, and no similar events were found to occur in the past. Gcm reached out to the customer for the service repair history, but no information was provided. Event logs were not provided. Conclusion: in conclusion, since the device was not returned to the service hub for analysis and evaluation, no visual inspection and functional testing were performed to determine if the device had a role in the adverse event.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event occurred on an unspecified date and involved a plum 360 infusion pump where it was reported that a patient was receiving bolus and insulin infusion they started the fluid bolus and nurse swap the pump, during scans and auto programs the 2 new pumps - but fails to do the line trace and that results on the insulin being programmed at 984 ml/hr. They infused 64 ml of insulin (64 unit bolus in 6 minutes) with an eventual blood sugar drop that resulted in patient getting d50 despite pumping dextrose into the patient. While still trying to correct the acidosis. There was patient involvement and there was adverse event or patient harm.